Event description:
Report received that while operating on battery power, the pump powered off by itself. The customer contact reported the pump was returned to the material mgmt dept with an unsigned note that stated, "shut down by itself during pt transportation." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. It is unspecified if the pump sounded an audible alarm prior to the power loss. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.